Event description:
New information available on (B)(6) 2018 states that, the lead exhibited noise, which got misdiagnosed as vf. No inappropriate therapy was provided. The lead was replaced in the week on (B)(6) 2018. No further information was available.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Episodes of nonsustained ventricular oversensing were noted. No patient symptoms were reported. It was further noted that there was noise on the pace/sense portion of the lead that seem to coincide with heart movements. Noise was not reproducible through isometrics. No intervention was performed.